Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported, approximately one week post implant that they experienced dizziness and numbness on the side of their face while using wireless fidelity on their computer, and approximately two months post implant that they again experienced numbness on the side of their face for approximately one hour, while on the phone to their physician when a facsimile was being sent. The patient reported that their implantable pulse generator (ipg) was warm to touch, exhibited potential electromagnetic interference (emi) and subsequent, premature battery depletion. The ipg remains in use. No further patient complications have been reported as a result of this event.